Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a lap cholecystectomy procedure, the clip applier was spitting out unformed clips from the end. Other devices with the same batch numbers were opened and found to have the same issues. Procedure was prolonged by 15 minutes and was completed with a same like device. No pt consequences were reported.